Manufacturer narrative:
Corrected information provided in d.4. Additional information provided in b.5. , h.6. And h.11. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a malfunction. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received that during the intraocular lens (iol) implant procedure, the haptic got caught on the stamp of the iol injector and was torn off. The lens was removed and new lens was implanted.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported with the description defective. Additional information has been requested.